Event description:
It was reported that cartridge alarm 30 occurred and that caller also experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, cts confirmed repeated cartridge alarms, and pump was scheduled to be replaced. Customer will continue to use current pump.